Manufacturer narrative:
Date sent: 06/09/2009. Device not returned for analysis.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the tissue pad was damaged but no piece fell into the pt. The device became non-functional. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.